Event description:
It was reported that on (B)(6) 2011, the patient underwent reparative surgery consisting of: a laminectomy from t9-t10 and a further spinal fusion from t6-t10 (¿the third surgery¿). The patient was implanted with rhbmp-2/acs. On (B)(6) 2011, the patient spent many weeks in hospital and was diagnosed with an infection of the spinal cord from the hardware in back. The patient was determined to be paraplegic. In (B)(6) 2012, the patient had tingling and movement in toes.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.